Event description:
Information received from the field notes that during the implant procedure, no pacing was noted after connection to the ventricular lead. When the device was placed in the pocket, it paced at 67 ppm in vvi mode. The device was removed and another implanted. After removal, the device interrogated in back-up mode. The patient was pacemaker dependent.